Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation and to provide an update to field (d8). The device history record was unable to be reviewed for this device, since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely, the reported event occurred, due to the following: distal cover was not installed properly. Friction stress, such as twisting, pushing, pulling the device in body cavity and/or stress by contacting with mouthpiece, etc. Were applied to the distal cover, during the procedure. However, the subject device was not returned. And the root cause of the reported event could not be determined. The event can be detected/prevented, by following the instructions for use which state: operation-precautions: preparation and inspection, attaching accessories to the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report has been submitted by the importer under this MDR report number 2429304-2024-0000393. This report is related to the following linked patient identifier: (B)(6).

Event description:
It was reported that the distal cover fell off from the duodenovideoscope and into the patient in the middle of a therapeutic endoscopic retrograde cholangiopancreatography procedure. The patient's anesthesia was extended by about 15 minutes due to the additional procedure to retrieve the fallen cover. The ercp was completed with a different distal cover. There were no reports of patient harm.